Event description:
Patient presented one day post-operative with a third degree burn. The investigation concluded that the issue is associated with poor surgical technique and poor patient selection. There is no reported malfunction of the device.